Manufacturer narrative:
Based upon the visual examination and functional test, it was concluded that a yielded nose weld may have caused the instrument to jam. No conclusion could be reached as to how the cartridge nose yielded. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.